Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the investigation results, for the image failure during narrow-band imaging, the cause could not be presumed. Additionally, for the image error code, a cable failure, likely due to flooding from the connector nameplate area, led to the malfunction. The event can be prevented by following the instructions for use which state: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that the autoclavable camera head had an image problem during narrow band imaging (nbi). The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: an e226 (scope communication error). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. During the evaluation error e226 (scope communication error) was found. In addition to the reportable results, the evaluation found: flooding from the video connector mahan area, the cable had a poor fixation failure, and the image had white flaw. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.